Manufacturer narrative:
The customer returned the duodenovideoscope which is an olympus asset with no reported complaint. During the device analysis, the investigation indicates that chipped adhesive at the objective lens was found. There was no patient involvement.

Event description:
The customer returned the duodenovideoscope which is an olympus asset with no reported complaint. During the device analysis, the investigation indicates that chipped adhesive at the objective lens was found. There was no patient involvement.